Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that unable to confirm reported issue. Pendant passed visual inspection. Installed pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant keys functions actuated correctly. Cable were stretched and stressed. No functional problem found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used in a pending procedure. It was reported that there was unexpected pendant behavior when pressing the lift gantry button; it would perform lift and shift. It appears that some of the buttons were doing the wrong function. The length of the surgical delay was pending. The patient outcome was pending.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: pendent bi71000529, ubd:unknown, UDI:unknown.  H3 <(>&<)>. A manufacturer representative went to the site to test the imaging system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection, and imaging modalities. The representative replaced the pendant and performed a system checkout. All systems were confirmed to be performing to operating standards.  Codes b01, c13, and d02 apply.  A110201 applies to unexpected pendant behavior when pressing the lift gantry button, it would perform lift and shift. A1502 applies to it would perform lift and shift. It appears that some of the buttons are doing the wrong function. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.